Event description:
The customer alleged the 840 stopped cycling while in use on a pt. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code in memory. He replaced the gui pcb. The unit passed extended self testing.